Manufacturer narrative:
(B)(4). The investigation revealed that the gigalink and cables was bad. The fiber optic cable ((B)(4)) was replaced and the issue was solved.

Event description:
The customer reported that there was no x-rays possible with allura fd20.